Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. Additional information was requested, and the following was obtained: what was the indicate for surgery? No further information is available. What is the age and gender of patient? No further information is available. What was the disease state of patient? No further information is available. What anatomical structure was the device used on during the procedure? No further information is available. What difficulty was experienced? No further information is available. Was there an allege deficiency of device that led to the patient death? No further information is available. If so, please provide details. No further information will be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2021. Batch # unk. Date of event: unknown; captured as awareness date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indicate for surgery? What is the age and gender of patient? What was the disease state of patient? What anatomical structure was the device used on during the procedure? What difficulty was experienced? Was there an allege deficiency of device that led to the patient death? If so, please provide details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy, the patient passed away during use. Another device was used to complete the case. No further information is available.